Event description:
A gradual increase in the rv bi lead impedance value and an increase in the rv threshold were confirmed around (B)(6) 2024. There is a high possibility of ca adhesion, but just in case, programmer check will be scheduled at a later date visit. Since this is a lead from another company, the report is based on the serial number of the device itself. Programmer check scheduled for an outpatient at a later date (date and time unknown). Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).